Manufacturer narrative:
Updated fields; b4, b5, b6, d10, g3, g6, g7, h2, h4, h6, h10, h11.corrected fields; d1.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the safety disk block guides, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), it was found that two safety disk block guides were broken. There was no patient involvement, and no adverse event reported.